Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-24. The ins was replaced because the battery was at end of life. The customer discarded it. It was unknown, no, if this information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009. Codes applicable to the lead: (B)(4). Dual reporting, see regulatory report #: 3004209178-2019-13629. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain, cervical neck and non-malignant pain. It was reported that on (B)(6), 2019, in pre-op for ins replacement, settings and impedances were checked. Contact 14 on the left lead had a high impedance (>10,000 ohms), when connected to the old ins as well as when connected to the replacement ins. It was noted that contact 14 was not used in programming with the old device nor with the new device. The cause of the high impedance on contact 14 was not known at the time of the report. The rep reported the issue was resolved. No symptoms were reported. No further complications were reported or anticipated.